Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: "a4 - patient weight" has been updated. H6 - method code: 4117 has been updated to 4114.

Event description:
Additional information was received that surgery occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg would no longer communicate with external devices and the patient lost therapy. Surgical intervention may occur to address the issue.